Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. Evaluation summary: the product was returned. A small white fiber like foreign material was observed on the anterior optic surface. Product history records were reviewed and the documentation indicated the product met release criteria. The reported foreign material was observed. Due to the absence of clinical solution on the product the root cause is potentially manufacturing related. The foreign material was loose on the lens surface. Due to the static nature of the lens case, loose particulate may adhere to the surface of a lens when the case is opened. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before an intraocular lens (iol) implant procedure, a foreign material was found on the optic. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was returned. A small white fiber like foreign material was observed on the anterior optic surface. Product history records were reviewed and the documentation indicated the product met release criteria. The reported foreign material was observed. The foreign material was loose on the lens surface. All lenses are 100% magnified inspected for cosmetic attributes and the foreign material exhibited by the returned complaint sample would not have met release criteria. The origin of the loose foreign material could not be determined. The manufacturer internal reference number is: (B)(4).